Event description:
It was reported that the patient's ipg has become inoperable due to charger connection issues following weight loss. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Event description:
Based on information obtained, decision is not reportable at this time as no intervention was taken on the device as patient was able to resolve the issue.

Manufacturer narrative:
Based on information obtained, decision is not reportable at this time as no intervention was taken on the device as patient was able to resolve the issue. H6- corrected.